Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, difficulty was experienced placing the pacing lead as the helix could not be extended even after many attempts. The lead was removed and examined and the helix appeared to be blocked. The lead was replaced. No patient complications have been reported as a result of this event.